Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the 10.0 mm flipcutter ii (lot: 532260553) was being used in an acl reconstruction where the surgeon was doing a quad autograft with tightrope rt fixation on the femur and bio-composite interference screw fixation on the tibia procedure. The surgeon began retrograde drilling on the femur using the flipcutter and antegrade drilling using a full head reamer. The intercondylar notchplasty on the medial aspect of the lateral femoral condyle was performed, but there was still a bony ridge present. The flipcutter entered the joint and the blade was fully deployed into reaming position. As reaming began, the speed was lower than recommended and when the blade hit the ridge on the lateral condyle, the blade broke near its articulation to the shaft of the device. The broken blade was retrieved using an arthroscopic grasper and pulled out of the patient through the anteromedial portal. Additional parts of the broken device were looked for through the use of the arthroscope, but no additional pieces were found. An x-ray was suggested however, it was decided that it was not necessary by the staff/ surgeon. The surgeon completed an extensive scope to search in both compartments, the medial/lateral gutters and intercondylar space, and was deemed sufficient by the surgeon. The facility is unable to confirm that all fragments were retrieved.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the distal tip of the device sheared off, and shaft is slightly bent. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/ leveraging or excessive bending forces being applied during use. This is the second complaint of this type for this part /lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the 10.0mm flipcutter ii (lot: 532260553) was being used in an acl reconstruction where the surgeon was doing a quad autograft with tightrope rt fixation on the femur and bio-composite interference screw fixation on the tibia procedure. The surgeon began retrograde drilling on the femur using the flipcutter and antegrade drilling using a full head reamer. The intercondylar notchplasty on the medial aspect of the lateral femoral condyle was performed, but there was still a bony ridge present. The flipcutter entered the joint and the blade was fully deployed into reaming position. As reaming began, the speed was lower than recommended and when the blade hit the ridge on the lateral condyle, the blade broke near its articulation to the shaft of the device. The broken blade was retrieved using an arthroscopic grasper and pulled out of the patient through the anteromedial portal. Additional parts of the broken device were looked for through the use of the arthroscope, but no additional pieces were found. An x-ray was suggested however, it was decided that it was not necessary by the staff/ surgeon. The surgeon completed an extensive scope to search in both compartments, the medial/ lateral gutters and intercondylar space, and was deemed sufficient by the surgeon. The facility is unable to confirm that all fragments were retrieved.